Event description:
It was reported a device was used during a lysis of adhesions. The tip dislodged from the obturator. No pt consequence. 05/09/2001 it was reported the case was completed with another 350l.